Manufacturer narrative:
The reported event could be confirmed since the affected device was returned for investigation. A review of the device history record for the reported lot did not indicate any abnormalities related to the reported event. After a thorough investigation (returned device, device history record review, complaint history review and medical imaging), it appears that the failure was most likely due to patient factors (bone quality, possible trauma) and/or implant initial positioning causing initial intra-prosthetic conflict and overstress and leading to pe liner breakage. The identified root cause represents the most likely explanation based on current evidence and does not constitute definitive proof of causality.

Event description:
It was reported that a patient underwent a touch cmc1 revision almost three years post-operation due to pe liner breakage and metallosis. The surgeon performed a trapeziectomy.